Manufacturer narrative:
(B)(4) upon completion of the investigation it was noted that no valve was returned. The catheters and white square connector were visually inspected, one end of the peritoneal catheter was straight cut and the other end was cut at an angle, no defects were noted. The catheters and the square connector were irrigated, no occlusions were noted. The catheters and square connector were leak tested, no leaks were noted. Review of the history device records confirmed that the bactiseal catheters, product code 82-3072, with lot ctkb3t, conformed to the specifications when released to stock in 7th september 2015. No root cause could be determined as no defects were noted with the catheters or square connector. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Surgeon confirmed that the valve was leaking.